Manufacturer narrative:
Invuity performed a follow up with the physician. The patient was released with no extended stay and there were no post-surgical complications. The lot number was not available; however, only two lots have been shipped to this hospital. Both batch records were reviewed and there were no manufacturing related issues identified. All devices are 100% functionally tested in-line prior to final release. This is the only reported incidence for this type of complaint. The reported product was returned for evaluation, and it was confirmed that the locking mechanism was in two main halves with a third smaller piece missing. The root cause for the fracture could not be determined.

Event description:
Toward the end of a bi-lateral nipple sparing mastectomy, the collar that locks/unlocks the telescoping shaft broke. Two main halves were retrieved immediately and a third smaller piece could not be accounted for. The surgeon did an examination of the surgical cavity and did not see a third piece.